Event description:
Patient reported bilateral exchange from textured implants due to concern with the product. Patient later reported "feel fatigue, all over body pain, neck, arms and joint pain" and "rupture". Device remains implanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient additionally reported against right side "diagnosed with sjogren's syndrome¿ which is non-device related. The events of "fatigue" and "all over body pain, neck, arms, and joint pain" are also non-device related. The device has been explanted.